Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, most recently reaching a high out of range measurement, measuring greater than 125 ohms. This gradual rise was observed in all three vectors. The threshold measurements were reported to be stable and no noise observed. Technical services (ts) was consulted and provided the health care professional (hcp) with troubleshooting recommendations. The rv lead is connected to a non-boston scientific product. At this time, evidence suggests the rv lead remains in service. No adverse patient effects were reported.